Event description:
It was reported that at the end of a da vinci s surgical procedure, the maryland bipolar forceps instrument was not working properly and the tip was bent. Nothing was seen falling into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grips are not bent and the grip teeth properly mesh. One of the conductor wires is damaged near the yaw pulley exit. The insulation has been cut, exposing bare wire. There is a char mark on the conductor cap near the damaged wire, likely caused by energy escaping through the bare wire and arcing to the cap. Engineering also observed various deep scratches with material removed on one side of the main tube. The scratches are not aligned with the tube axis. Based on the location and appearance, the damages are likely caused by instrument collisions/rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.